Event description:
During a routine pump replacement, the healthcare professional (hcp) was unable to aspirate the catheter. The hcp decided to replace the catheter. Upon opening the spinal area, the hcp found that the catheter had fractured about 3 cm distally to the v-wing anchor; it was partially severed. As a result, he called the pt's managing hcp to see where they wanted to new daily dose to be (prior to surgery, the morphine dose was at 8.5 mg/day). Another hcp in the office requested that the pump be reduced to 5 mg/day. The pt was monitored overnight in the hospital and sent home. See MFR's report # 3004209178200902005 for add'l info regarding pt outcome.

Manufacturer narrative:
Catheter.